Event description:
It was reported that the iab was inserted at 1140 in the sicu. Approx 19 hours later the following day the acat 1 plus experienced a "large helium leak." The clinicians confirmed that the balloon was ruptured. The iab was exchanged. There were no reported pt complications. Upon removal, it was noted that the central lumen was broken.